Manufacturer narrative:
The reported event of the missing ball spring could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause can be attributed to a user related issue. The reported event was probably caused by mishandling of the device combined with aging of the device itself. The visual inspection revealed that the ball spring is missing, confirming the reported event. For the device to have these damages it is likely that careless handling of the instrument occurred. Note, as stated in the IFU: ¿special comments for application: always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ additionally, the device shows signs of being used multiple times, as evidenced in the shipped painted strip and dull drill sleeve edges. Given that the device was manufactured in 2005, it is likely that it has reached its end of life. Since stryker doesn't stipulate the maximum number of uses for this device, it is necessary for correct maintenance and regular inspections to be done. Note, as stated in the instructions for cleaning, sterilization, inspection and maintenance: ¿guidelines to check proper functionality of the medical devices: stryker trauma & extremities does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.¿ ¿functional check for drill guides: description and function: soft tissue protection sleeves used during drilling. Potential failure modes: scratched outer surfaces, dents at the sleeve tips. Preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. In case of failure, the instrument must be replaced and not be used.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If further information is provided, the investigation will be updated.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the ball spring was missing. The surgery was finished without using it.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the ball spring was missing. The surgery was finished without using it.